Event description:
Patient reporting pump sn (B)(4) "vibrates" but is functional. Pump was in use when fault occurred but no lapse in infusion or side effects due to malfunction - patient just states it is annoying. Sending replacement pump and patient will return malfunctioning pump. Patient does have back up pump. Reported to (B)(6) by: patient/caregiver.